Event description:
The blakemore tube was opened to be placed in the pt. It was discovered that the balloon on the tube was torn, it appeared to have dry rotted. Another tube was opened with the same batch number and it was found to be in the same condition. These tubes were not used on the pt, and there was no harm to the pt.